Event description:
It was reported that black foreign matter was found in the bd¿ syringe before use. The following information was provided by the initial reporter, translated from chinese to english: "there was black foreign matter in the product and it was not used. Immediately replaced other batches of products, and the manufacturing enterprises actively cooperate with the hospital to analyze the cause of the incident and carry out internal rectification."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1811191 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further investigation. The retained samples were examined and no signs of foreign matter were observed. Based on the investigation results, a cause for this incident could not be determined. There are several preventive measures in place to ensure that foreign matter is not introduced to the product. The assembly and packaging process take place within an environmentally controlled room, where air is continuously filtered.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black foreign matter was found in the bd¿ syringe before use. The following information was provided by the initial reporter, translated from chinese to english: "there was black foreign matter in the product and it was not used. Immediately replaced other batches of products, and the manufacturing enterprises actively cooperate with the hospital to analyze the cause of the incident and carry out internal rectification."